Manufacturer narrative:
The following info from section f was completed by the MFR: evaluation summary follow-up #1: quality assurance analysis revealed that the stent delivery system was returned without the stent. The c-flex was separated, and the detached portion was not returned. C-flex junction was intact. It appears that the balloon was not pressurized. The fracture face was jagged and appears not to have been cut. Quality engineering was unable to determine the root cause of this incident. It is likely the physician gripped the protective sheath too firmly, causing compression on the stent and the c-flex. The compression may have caused the separation of the stent and the c-flex. No corrective action will be implanted as the product IFU clearly indicates careful handling is crucial to prevent device damage. As part of quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records for this product lot were reviewed and no non-conformities were found. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that the membrane came off when the protective sheath was removed. The stent delivery system was not used.